Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon ruptured. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, d10, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during use blood had entered into cardiosave intra-aortic balloon pump (iabp) through catheter. Patient involved and no harm reported. A getinge field service engineer (fse) determined blood had entered unit through catheter. No blood found past safety disk or pim. Replaced all contaminated parts- pneumatic module assay and performed a full functional in conjunction with a pm. All safety, electrical, and functional tests passed to factory specifications. All measurement details can be found on pm service order (B)(4). Unit returned to customer.